Manufacturer narrative:
The dentist refused to provide any information about the patient. Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [0bc30039]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at test points (1) and (2) a few seconds into the test. Temperature measurements about 15 seconds after the start of the test were as follows: test point (1): 71.7 degrees c. Test point (2): 86.4 degrees c. Test point (3): 32.0 degrees c. Test point (4): 31.1 degrees c. The increase in temperature was so sudden that the test was concluded about 20 seconds into the planned 5-mimute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the bearing retainer in the ball bearing on the rear side of the cartridge was broken. Nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainers was heavy load during use and the ingress of undesirable materials into the bearing, leading to abrasion.

Event description:
On june 1, 2022, nakanishi received a request form for lending device from a dealer. The request form stated that the device had overheated and burned a patient. The details nakanishi obtained is as follows. The event occurred on (B)(6) 2022. The dentist was performing a dental procedure using the z95l handpiece (serial no. (B)(4)). The patient complained of a burn after the procedure, and the dentist became aware of the burn injury on the patient.